Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog has been tested for up to 48 hrs. In addition, the user guide cautions that insulin should be at room temperature before filling cartridge. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an inaccurate fill estimate after loading the cartridge with cold insulin. The cartridge was used for about 3.5 to 4 days before being changed out. There was no impact to the customer's blood glucose level.